Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened button dome switch. No moisture damage on electronics noted during testing. Analysis was unable to verify prime anomaly due to button keypad anomaly. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the insulin pump was priming slower than usual. The customer mentioned that they received no delivery alarms. The customer's blood glucose was 13.9 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.